Event description:
It was reported that during the laparoscopic gastric sleeve procedure that on third firing on the stomach the device froze after four micro pulses. The doctor flipped battery. It still was not working. They inserted battery from a second gun that was opened. Device regained power they straightened out the jaws to remove from trocar. After opening a new stapler, the battery issue happened again on fourth firing. They flipped the battery and was able to complete transaction and continue with same handle. There was no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/16/2023. D4: batch #129c70. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, the rotation felt sticky when engaged with the orientation sensor. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, it was noted that the switch lever was scratched. No apparent connection issues and no obvious amount of particulate within the rotation nozzle. A review of the device event log was conducted. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the rotation nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 129c70, and no non-conformances related to the reported complaint condition were identified.